Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as diarrhea. On same day, the patient was hospitalized for peritonitis. On the same day as the onset, the patient began treatment with injection reflin (500mg, intraperitoneally, each bag 4 hours once) and injection fortum (500mg, intraperitoneally, each bag 4 hours once) for peritonitis. Treatment for diarrhea was not reported. The patient was discharged from the hospital on same day. Treatment with reflin and fortum for peritonitis was ongoing at the time of report the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.